Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: customer wants to send in their 8015 for a warranty repair due to no power. Failure device type: failure problem type: failure mode: case resolution: customer request to send in under warranty. Transferred to repair team for further assistance. Ended call.